Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient experienced pain/discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2018 and the physician re-sutured the ipg into the existing pocket. The pain at the ipg site has been resolved.